Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during testing by hospital personnel at the catheterization lab, the cardiosave hybrid intra aortic balloon pump (iabp) malfunctioned. The screen displayed a "power-on electrical test failed, code #14" alarm accompanied by a beeping sound. There was no patient involvement and no injuries reported.